Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. Antibiotic treatment was ongoing. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 3rd day, repeat, intraperitoneal) and ceftazidime injection (1gm, once daily, intraperitoneal) for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.